Event description:
A hemodialysis user facility has reported having issue with the arterial blood chamber. The tubing is twisted below the cuvette. The facility has been contacted. It was confirmed of a report of arterial tubing twist or kink on the arterial line of this bloodline. Reportedly the incident occurred while priming. The machine alarmed. These lines were changed out prior to the start of the dialysis treatment. A sample is available for an eval.

Manufacturer narrative:
(B)(4).